Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed in the cartridge tubing. The customer's blood glucose level was 300 mg/dl. The customer was instructed to prime the tubing until the bubbles were removed. No additional information was available.